Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo sample was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd."

Event description:
On (B)(6) 2026, a patient diagnosed with breast cancer underwent a catheter placement procedure via the right internal jugular vein using a powerport m.r.I. Isp. During the procedure, the peel away sheath could not be securely tightened. There was no reported patient injury.